Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a brain angiography and embolization treatment procedure, guide wire entrapment and guide wire coating damage occurred. The procedure was to treat a brain aneurysm. Vascular access was obtained via the femoral. A puncture needle was inserted and this 035/150 zipwire was advanced inside the patient against resistance. The puncture needle was then removed. Another manufacturers' introducer sheath was selected; however, the "shirt" and dilator would not advance over the zipwire. The dilator became stuck on the zipwire, the "shirt" did not. The dilator and zipwire were removed from the patient together, at which point it was noted that the hydophilic coating was "broken". The coating damage occurred on a section of the wire located outside the patient. The zipwire did not fracture/detach and nothing was left inside the patient. The procedure was completed with another zipwire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis partially reloaded into the partial dispenser assembly (less the j-straightener/introducer). No other devices involved in the reported event were returned. As received, the specimen presents an overall length of 150.65cm and a finished diameter within specification. A gage bushing certified to be .0350¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided. The specimen presents a cut or skive damage located 14.40 to 16.10cm from the distal tip with a proximal to distal orientation. There also appears to be a second area of skive and prolapse damage to the polymer jacket material located 19.75 to 21.9010cm from the distal tip with a proximal to distal orientation. The specimen coating appears visually and tactilely consistent when examined unaided, wet. After allowing it to dry out, the visual and tactile surface appearance of the specimen is acceptable. Microscopically the specimen coating appears to be smooth and consistent over the length of the specimen with wear and abrasion consistent with clinical use scattered over the length of the specimen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a brain angiography and embolization treatment procedure, guide wire entrapment and guide wire coating damage occurred. The procedure was to treat a brain aneurysm. Vascular access was obtained via the femoral. A puncture needle was inserted and this 035/150 zipwire was advanced inside the patient against resistance. The puncture needle was then removed. Another manufacturers' introducer sheath was selected; however, the "shirt" and dilator would not advance over the zipwire. The dilator became stuck on the zipwire, the "shirt" did not. The dilator and zipwire were removed from the patient together, at which point it was noted that the hydophilic coating was "broken". The coating damage occurred on a section of the wire located outside the patient. The zipwire did not fracture/detach and nothing was left inside the patient. The procedure was completed with another zipwire. No patient complications were reported and the patient's status is stable.